Event description:
Device malfunction: difficult to remove, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. The device was removed using both counter-traction and an assertive pull. When the device was removed, it was noticed that the clip had deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.